Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that the cutter not activating at an unknown timing. The procedural type was unknown. The surgery was completion and replacement details were unknown. There was no information about patient impact. Additional information requested but none received till date.